Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer the legal manufacturer performed the device history records for this device; no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The corrosion of lamp clasp prevented the lamp from lighting up and caused errors to appear. As stated on the IFU and as a preventive measure, the user manual states: do not store this instrument in a location exposed to high temperature, high humidity, vibrations or liquids. Damage may result. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed due to corroded lamp prongs. An aging battery was also found. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that a video system was displaying a lamp a error. There was no patient involvement or injuries reported. No additional information has been obtained.